Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, swelling was noted over patient's device. It was suspected to be hematoma. Patient's implantable cardioverter defibrillator was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was returned for complaint of hematoma. As received, the device was above elective replacement indicator (eri). Electrical analysis and interrogation results were normal. No anomalies were found.